Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, it was noted that the distance between tip of the device and the stent first flange opened was higher than usual. The stent was removed from the patient, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on march 11, 2024. It was reported that the stent's first flange did not prematurely deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, it was noted that the distance between tip of the device and the stent first flange opened was higher than usual. The stent was removed from the patient, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange premature deployment.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h10: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent first flange difficult to position as this event occurred during the procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. There is no indication of what the customer reported because the stent was returned fully expanded and deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, it was noted that the distance between tip of the device and the stent first flange opened was higher than usual. The stent was removed from the patient, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on march 11, 2024. It was reported that the stent's first flange did not prematurely deploy.